Event description:
Revision surgery - due to patient fell, caused dislocations. Changed to dual mobility.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00211; 400-03-361, s809 - trauma, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.